Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a pocket revision wherein the ipg was placed a bit more superficial to make the charging easier. The patient was doing well post operatively.